Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that sensors were getting stuck in serter causing the sensor needles to break. Issue occurred with two sensors. Customer's blood glucose was not reported. Sensors would be replaced.